Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "does not deliver charge". The device was reported as being available for clinical use at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact. It was reported that the issue was observed during routine testing.